Manufacturer narrative:
H3: the battery and uninterrupted power supply (ups) was returned to the manufacturer for analysis. Tested battery with accompanying power supply for 24 hour period and was not able to replicate the fail as per customer complaint. Ups was unplugged and battery was able to take over power for the 11.5 minutes as expected through normal procedure results. Ups was tested with accompanying battery for a 24 hour period and performed as normal. Was not able to replicate issue of shut down as per customer complaint. H6: fdm 10, fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that ups and batteries were required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9735773; product ID: 9735787. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system had unexpectedly shutdown. The site had the system powered on, moved it between the rooms without issue. The site then moved it to the operating room (or) where it was connected to the outlet and it unexpectedly shutdown. Only the main cart powered off, the camera cart stayed on until its backup battery died. There was no patient present when this issue occurred.